Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was unknown if the patient was hospitalized prior at time of death. Pd therapy was reported to be ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. The review of service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. Review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external/internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct and stable. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.